Event description:
It was reported that insulin is squirting out of customer's insulin pump during manual prime. The piston continues to move forward after hitting the reservoir. Customer cannot exit the priming process. The device was not bumped or exposed to moisture. The drive support cap appears normal. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was 57 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, minor scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker. The compromised force sensor system alarm occurred during the basic occlusion test due to protruded/loose drive support disk.